Manufacturer narrative:
The needle was returned to galil for investigation. Manufacturing records were reviewed and no anomalies were noted. Visual inspection noted that the returned needle was slightly bent. Freezing performance testing was conducted and the needle met all specifications. The failure could not be confirmed and no failure was noted with the needle.

Event description:
Prior to a cryoablation procedure, one iceedge and two icerod needles tested fine with no issues. However, during the 1st freeze cycle the iceball on the edge needle was very small. The physician continued to use all needles to complete the procedure, but doctor was not happy with the performance of the iceedge. There was no injury to the patient.